Event description:
A physician reported a pt who received a third skin test into the forearm on 2/4/97. The physician immediately noted a red mark at the third test site which was believed to be related to the injection procedure. On 2/5/97, the red mark was present without inflammation. On 2/6/97, the pt developed a red, itchy rash on her face which then spread to her arms and then all over her body. She was seen by her general physician (name unk), who prescribed intramuscular cortisone and oral benadryl on 2/6/97. He was not sure of the etiology of the rash, but believed it was possibly related to the skin test. The injecting physician spoke to the pt on 2/10/97, at which time the rash had completely resolved and the skin test site was asymptomatic. The injection physician did not believe the rash was related to the skin test. She believed that the red mark at the third test site possibly represented a positive skin test.

Manufacturer narrative:
On 3/19/97, the physician contacted the patient for evaluation. She was suffering from chronic sinus infection and noted "tingling on her forearms and hands". The physician did not believe the sinus infection and tingling were related to the collagen. No diagnosis/etiology was given. 1907 positive skin test. 2033 pruritic rash. 2171 tingling. 2420 infection upper respiratory.